Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis of the save to disk data showed that the device had a battery voltage of 2.75v when it was implanted. Functional testing of the device revealed no anomalies. Since the device had been implanted and programmed, there is no way to determine why it was below implant voltage.